Event description:
It was reported that an ilet user experienced recurring low glucose during the night, with contributing use patterns of incorrect meal size entries that led to glucose fluctuations prior to bedtime. Symptoms included hypoglycemia and hyperglycemia ranging from 62 mg/dl to 257 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.